Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Mps was in the middle of a tka case, patient on the table, surgeon had already completed a few cuts. Surgeon was prepping for his anterior chamfer cut when he was met with a cable connection error, telling him to reset cutter and restart the application. This didn't resolve the error. While the robot was still on, the mps swapped out the mics handpiece, which didn't resolve the issue. Mps shut down the robot as well, which also didn't resolve the issue. Surgical delay: 16-30 minutes. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that mps was in the middle of a tka case, patient on the table, surgeon had already completed a few cuts. Surgeon was prepping for his anterior chamfer cut when he was met with a cable connection error, telling him to reset cutter and restart the application. This didn't resolve the error. While the robot was still on, the mps swapped out the mics handpiece, which didn't resolve the issue. Mps shut down the robot as well, which also didn't resolve the issue. Surgical delay-16-30 minutes product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate (B)(4) devices were manufactured under lot k0bpx and (B)(4) devices were accepted into final stock on 08/27/2018. Review of qt18 - 08 - 0100 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0bpx, shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc (B)(4) and CAPA 1450904 are associated with the failure mode reported in this event.

Event description:
Mps was in the middle of a tka case, patient on the table, surgeon had already completed a few cuts. Surgeon was prepping for his anterior chamfer cut when he was met with a cable connection error, telling him to reset cutter and restart the application. This didn't resolve the error. While the robot was still on, the mps swapped out the mics handpiece, which didn't resolve the issue. Mps shut down the robot as well, which also didn't resolve the issue. Surgical delay-16-30 minutes. Case type: tka.